Event description:
The patient's output current was increased from 1.75ma to 2.0ma at the time of the initial report. Additional information was received indicating that the patient has been "doing much better" since the increase in the output current. The patient is reportedly now able to feel stimulation more normally since the output current was increased. The increased seizures have reportedly resolved.

Manufacturer narrative:
Corrected data: initial report inadvertently did not include that intervention had been taken.

Event description:
It was reported that the patient has had an increase in seizures since his generator replacement on (B)(6) 2011. Prior to that time, the patient had been seizure free for 10 years with vns. The relationship of the patient's increased seizure frequency to the pre-vns baseline is unknown. No programming or medication changes were noted. Diagnostics taken were within normal limits. The patient reportedly does not feel the stimulation like he did prior to the replacement. No trauma or manipulation to the device is believed to have occurred. The physician believes the increased seizure frequency is related to the replacement surgery. No interventions are currently planned.